Event description:
It was observed that during the device evaluation, the flex video scope exhibited the foreign body found in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
Updated h11. Based on the results of the investigation, the analysis of the components revealed that the foreign matter was silicic acid and organic silicone derived from pharmaceuticals. Silicic acid and organic silicone are not components derived from the endoscope but are components derived from pharmaceuticals such as antifoaming agents. The likely causes of the foreign matter adhering to the endoscope include foreign matter entering through the nozzle opening, insufficient pre-cleaning and rinsing, and insufficient drying due to buttons not being removed when the endoscope is stored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, and g2 (unmark user facility). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the nozzle. There was no damage to the area where the foreign material was detected, and it was confirmed that the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual¿ gif-ez1500, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif-ez1500, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.